Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who recently transitioned to a gluten-free diet experienced recurrent postprandial hypoglycemia when announcing meals while using the ilet bionic pancreas, and support advised consulting a healthcare professional regarding a potential factory reset. Symptoms included low blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included review of complaint details and attempts to obtain blood glucose information and clinical context from the user. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.